Manufacturer narrative:
(B)(4). The sample was returned for investigation. An inflation deflation test was performed. When air was applied, the cuff deflated after a few seconds. A visual inspection performed found two small tears in the cuff. The manufacturing guidelines and controls were reviewed and found acceptable and effective to detect the reported event. A cut of this magnitude at the time of manufacturing would have been detected during the inflate/deflate testing and removed from the lot. The cut condition found in the received sample is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
During use the cuff did not inflate. The patient was reintubated. There was no patient harm. The cuff was not pre-tested.